Event description:
It was reported that the insulin gauge was inaccurate. There was no adverse impact to the customer¿s blood glucose level. The caller reloaded the cartridge and the issue continued. Reportedly, the customer declined further troubleshooting with tandem technical support; therefore, no additional information was able to be obtained.